Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report h3 other text : on-going.

Event description:
It was reported that after plugging in an infusion pump into the ceiling pendant, the user noticed smoke after leaking and then returning to the room. The pump was unplugged, but a small fire continued in the pendant causing damage. The pendant was manually isolated and the fire extinguished. No injury was reported.

Manufacturer narrative:
The affected device was provided for the investigation. The damage of the supply unit indicates that a short circuit occurred between the socket of circuit 4 and the attached devices input fuse. Cables or connection points inside the supply unit overheated and thereby caused further damage to the supply unit. Due to the damage the exact initial location of the short circuit could not be determined. According to the device documentation the customer-supplied electrical supply lines and the customer supplied fuse protection of the power socket circuits must be designed to match the nominal current of the power sockets fitted. The power sockets of circuit 4 are 10 a sockets but according to the customer¿s information about the circuit brakers in use during the event they had a nominal current of 20 a. The main function of circuit brakers is to protect the cabling from overheating in case of a fault. This deviation of the sockets specification led to the overheating of the wiring. The supply units are designed a.

Event description:
It was reported that after plugging in an infusion pump into the ceiling pendant, the user noticed smoke after leaking and then returning to the room. The pump was unplugged, but a small fire continued in the pendant causing damage. The pendant was manually isolated and the fire extinguished. No injury was reported.